Manufacturer narrative:
The complaint condition for the 338.200 lot number 3189065 dhs/dcs coupling screw was likely caused by over six years of consistent use; however, this complaint is not likely a result of any design related deficiency. The 338.200 dhs/dcs coupling screw is an instrument routinely used in the dhs/dcs dynamic hip and condylar screw system. The device was returned and reported to have broken during surgery. This condition is confirmed; the distal threaded portion of the device has been torn off along a rough fracture surface. It is likely that over six years of consistent use has led to this complaint condition. The device was manufactured in 6/2009 and is six years old. The balance of the returned device is in fair condition with some markings along its length. Device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Date of nov 11, 2015 was initially reported in error; corrected date: nov 9, 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The event was reported to have occurred over the weekend of (B)(6) 2015. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that the coupling screw was broken during a dynamic hip screw procedure to treat a fractured hip. The entire coupling screw was retrieved. The exact surgical date and any potential surgical delay due to the reported event are unknown. No adverse event outcome was reported. The surgery was reported to have occurred over the weekend of (B)(6) 2015. This report is 1 of 1 for (B)(4).